Event description:
It was reported that pt underwent a percutaneous transluminal angioplasty of an iliac artery, followed by an angio-seal device deployment in 2004. Hemostasis was not achieved even though the tension spring was applied for 40 minutes. Manual pressure was applied for 2 hours to achieve hemostasis. Two days later, the pt complained of leg pain; a CT scan revealed an occluded iliac artery. The pt underwent surgery; the angio-seal device anchor, suture, and collagen were removed from the iliac artery. A dissection of the iliac artery was repaired with a graft. The pt remained at the hosp as of 3/2004 and was reportedly recovering. The pt was reported to be recovering.